Event description:
It was reported that the stylus pen on the programmer became non-responsive during implant. The programmer was still able to print and respond to buttons but the screen/pen interface appeared non-responsive. The pen connection was checked, which did not resolve the issue. The programmer was then switched off then on again which resolved the issue. It was reported that the same occurrence happened the previous day as well. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).